Event description:
The customer reported a diluent leak from an unknown location of approximately 30ml while running controls in the dxh 800 instrument. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes; no one was splashed or reported injury. In addition, no erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak and found flow cell sample line at vl2111 not attached to flow cell and causing fluid to be leaked in the instrument. The fse installed a new flow cell sample line and compressors collar to resolve the leak. As incidental service the fse replaced valve vl201 and the dv waste valve. (B)(4).